Event description:
According to the information received, picture continuous cutting out. No vision during procedure. A surgical delay or prolongation of surgery of less than 15 minutes was reported. The procedure was completed without any patient injury or harm. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).